Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported hypervolemia and elevated mean arterial pressure could not be conclusively determined through this evaluation. Additionally, thrombus could not be confirmed based on the provided information. The submitted log file captured clusters of low flow hazard alarms on (B)(6) 2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists all adverse events which may be associated with the use of heartmate ii lvas, including thromboembolic events, and provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 of the IFU (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. Section 6 of the IFU also lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was told they had thrombus in their circuit 3 months ago and was transitioned to enoxaparin from coumadin (MFR# 2916596-2025-07238).

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review for low flow alarms. It appeared that the log file captured intermittent periods of low flow events over the past ten days. The patient reported to have low flows for awhile. The patient was being tracked for possible clot burden. Patient was hypervolemic and had elevated mean arterial pressure (map) after stopping guideline-directed medical therapy (gdmt) a few days ago. The initial low flows predated this. The patient was told they had thrombus in their circuit 3 months ago and was transitioned to enoxaparin from coumadin (B)(6).